Manufacturer narrative:
One (1) sample and one (1) photo were provided by the customer for investigation. The returned sample needle hub was removed from the needle shield and viewed using lighted 40x magnification. The foreign matter (fm) was visually identified as orange fm. One (1) photo was provided by the customer and it shows the returned sample in which the fm appears brown. This can be explained by the fact that the fm had to be viewed under light and with the needle shield removed to get a true color determination. The orange foreign matter is partially embedded in the needle hub. Therefore, it is likely that some foreign matter (fm) got mixed in with the resin prior to molding which resulted in the non-conformance being observed by the customer. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that there was foreign matter on 3 different lots of bd needle 18x1-1/2 rb ns. The following information was provided by the initial reporter: material no. 303005 batch no. 8229853, 8253943, 8275984. It was reported embedded foreign material was found. On 14may2019, during in-process manufacturing, general manufacturing associate found 1 sample fail for ¿foreign material embedded¿.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8229853, device manufacture date: 2018-08-17. Medical device lot #: 8253943, device manufacture date: 2018-09-10. Medical device lot #: 8275984, device manufacture date: 2018-10-02." Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on 3 different lots of bd needle 18x1-1/2 rb ns. The following information was provided by the initial reporter: material no. 303005, batch no. 8229853, 8253943, 8275984. It was reported embedded foreign material was found. On (B)(6) 2019, during in-process manufacturing, general manufacturing associate found 1 sample fail for ¿foreign material embedded¿.